Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher scan result of 21 mmol/l compared to a reading of 6 mmol/l obtained a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required treatment of 3 bags of unspecified IV infusion administered by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher scan result of 21 mmol/l compared to a reading of 6 mmol/l obtained a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required treatment of 3 bags of unspecified IV infusion administered by a hcp. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher scan result of 21 mmol/l compared to a reading of 6 mmol/l obtained a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required treatment of 3 bags of unspecified IV infusion administered by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips and retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. A valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section d4 (serial) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) was returned and investigated. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed and all result was within specification. Therefore, the issue is not confirmed. A valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher scan result of 21 mmol/l compared to a reading of 6 mmol/l obtained a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required treatment of 3 bags of unspecified IV infusion administered by a hcp. There was no report of death or permanent impairment associated with this event.